Event description:
It was reported that the device was producing a speaker malfunction inop and the speaker was not emitting sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote engineer (rse) spoke to the biomed who reported sound was not coming out of the device. Upon unplugging and plugging speaker back in it worked for a little while. However, went back to original state of no sound and displaying the error "speaker malfunction" inop. The rse advised the biomed that according to service documentation (intellivue mx100/x3 service guide, rev. N, page 104) the next step after verifying the speaker cable is connected and seated properly would be to replace the speaker assembly. The rse provided the parts identification (ID) for a replacement speaker assembly. Parts ID for a speaker assembly was provided. The customer is taking responsibility for repair and part ordering. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.